Event description:
It was reported that while working in the distal lad the doctor attempted to cross a lesion with an rx mini vision, however, it would not cross. Then, the doctor used a shorter rx mini vision and it would not cross. When the doctor removed the shorter rx mini vision, the stent came off inside the patient's body. The stent was last noticed in the left main coronary arterty. The doctor did not attempt to remove the stent.